Manufacturer narrative:
Qn# (B)(4). The reported complaint of broken cannula was confirmed based on the investigation of the returned sample. The customer returned one cannula and cannula hub from a 9079p-no-005 ez-io 45mm needle + stabilizer bx/5 (no). Visual inspection of the sample revealed the cannula was slightly bent and a portion of the cannula was missing. A functional inspection of the cannula could not occur due to the damage of the returned sample. It was determined that there was sufficient evidence to confirm that this damage was the result of undue force. For the stainless-steel stylet and cannula to experience this failure mode, there must have been a large amount of excessive force applied during use to create the break observed. It appears that unintentional user error caused or contributed to this event. A review of the potential certificate of compliance found that the needle set passed all the release criteria. Additionally, the product IFU provide the following guidance for removing the ez-io device from a patient: the ez-connect extension set should first be detached, followed by lifting and removing the ez-stabilizer dressing. A luer-lock syringe is then to be attached to the hub of the cannula. While maintaining axial alignment, the syringe should be rotated clockwise and pulled straight out. The IFU specifically cautions against rocking or bending the cannula, as improper technique may lead to cannula breakage. Based on the investigation of the returned complaint device, unintentional use error likely caused or contributed to this event.

Event description:
It was reported that: "the patient arrived by ambulance with a bone needle in the left upper arm below the humerus. When the bone needle was removed by the anesthesiologist, it came off abruptly and about 2/3 remained in the patient." Additional information: "orthopedic on-call doctor who, under fluoroscopy, tried to remove the remaining part that was located inside the joint head and which was left behind because it was considered too risky to drill up and try to get hold of the remaining part with the risk of damage to the tendon attachments, etc. The placement was correct in the humeral head with a slight downward angle and is screwed in far with only a few cm of soft tissue between them down to the bone. It was removed using a luer lock syringe at first but was so firmly fixed in rotation that I had to rotate it with a screwdriver to make it rotate clockwise and after about 2-3 turns it suddenly broke off and only barely 2 cm came out."

Event description:
It was reported that: "the patient arrived by ambulance with a bone needle in the left upper arm below the humerus. When the bone needle was removed by the anesthesiologist, it came off abruptly and about 2/3 remained in the patient." Additional information: "orthopedic on-call doctor who, under fluoroscopy, tried to remove the remaining part that was located inside the joint head and which was left behind because it was considered too risky to drill up and try to get hold of the remaining part with the risk of damage to the tendon attachments, etc. The placement was correct in the humeral head with a slight downward angle and is screwed in far with only a few cm of soft tissue between them down to the bone. It was removed using a luer lock syringe at first but was so firmly fixed in rotation that I had to rotate it with a screwdriver to make it rotate clockwise and after about 2-3 turns it suddenly broke off and only barely 2cm came out."

Manufacturer narrative:
Qn# (B)(4).